Event description:
Additional information received from a healthcare professional (hcp) reported that they used the main programmer to try to interrogate. The device was replaced on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient saw a power on reset (por) message on the patient programmer (pp). Troubleshooting could not occur as the hcp was not with the patient. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.